Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 109 mg/dl. The customer reported that the reservoir compartment was damaged during changing the reservoir. The customer stated that the reservoir compartment or ring the reservoir was able to lock in place, but she had to put the rubber part back in. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The device was received missing reservoir tube o-ring, broken reservoir tube lip, missing display window cover, minor scratches on case and minor scratches on lcd window.